Event description:
This implantable cardioverter defibrillator (ICD) exhibited episodes of noisy signals with pacing inhibition. In addition, high thresholds were exhibited on the rate/sense portion of this implantable transvenous defibrillation lead. The device was explanted. The rate/sense portion of the defibrillation lead was capped and a new rate/sense lead was implanted. A guidant cardiac resynchronization therapy defibrillator (crt-d) was subsequently implanted.